Manufacturer narrative:
Additional information: patient coding 2126 removed. Results coding 3233 replaced with 3221. Conclusion coding 11 replaced with 4315. The stent remains implanted in patient. As there was no reported device malfunction, the delivery system was not requested for return. A review of the lot history record (lhr) was performed. There were no non-conformances. The devices from this lot conforms to their predetermined specifications and requirements. A review of the lot history record (lhr) was performed; there were no non-conformances. The devices from this lot conforms to their predetermined specifications and requirements. A risk assessment review was conducted; myocardial infarction (mi) is captured as a foreseeable event. Myocardial infarction is labeled in the IFU as a known potential adverse event. A review of received angiographic images, conducted by celonova medical affairs, showed severe proximal and distal right coronary artery (rca) stenosis. After pci performed, there are no significant lesions in the proximal, and distal rca. There is no visible dissection line. There is no suggestion of thrombus in this location. The coronary flow is normal (timi 3). The investigation determined that a definitive conclusive cause is not able to be assigned to the reported complaint. However, as there was no device malfunction, the reported patient effects are likely due to patient comorbidities and / or vessel morphology. Per the sponsor, a relationship between the device and the reported events cannot be completely ruled out. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
An 80-year-old female with medical history of coronary artery disease, diabetes mellitus type ii, hypertension, dyslipidemia, stroke ((B)(6) 2018), spinal cord ischemia ((B)(6) 2018), recurrent pulmonary embolism, and rheumatoid arthritis, presented in october with st- troponin+ acute coronary syndrome, with tight stenosis to proximal left anterior descending (lad) and 1st marginal (m1) coronary arteries. The patient was initially treated medically because of the spinal cord ischemia. Angioplasty was postponed following diagnosis of pe in late october. The patient enrolled in cobra trial on (B)(6) 2018. Angiography revealed lesions in the proximal right coronary artery (rca), the proximal and mid lad, subocclusive stenosis (90-99%) of the 3rd diagonal artery, and subocclusive ostial stenosis (90-99%) in the 1st marginal branch (type b1). Percutaneous coronary intervention (pci) was performed as follows: after predilatation, the mid lad was treated via deployment of two cobra pzf nanocoated stents (2.5x18mm and 2.75 x 24 mm). A non-significant, non-flow-limiting type a dissection was noted after post-dilating the deployed 2.5x18mm cobra stent in the lad. A 2.5x24mm cobra pzf nanocoated stent was then deployed in the ostial 1st marginal branch. For an occlusion of a small 3rd circumflex branch, no wires were able to cross; the occlusion was treated medically. On final angiography checks, there are no significant lesions in the mid-part of the mid left anterior descending artery. There is no visible dissection line. There is no suggestion of thrombus in this location. The coronary flow is normal (timi 3). The patient continued with dual antiplatelet therapy (aspirin and plavix until (B)(6) 2018), followed by plavix alone. On (B)(6) 2018, the patient experienced post angiography peaked troponin I at 20.738 ng/ml, which was ultimately adjudicated by the clinical events committee (cec) to be a peri-procedural myocardial infarction (mi) of target vessel (localization was deemed unclear). The target vessel was treated via pci. The investigator reported that this event was mild in intensity, and definitely related to the study devices and to the index procedure. On (B)(6) 2018, the patient was hospitalized due to myocardial infarction and cardiac arrest. The event was resolved (B)(6) 2018 via deployment of drug-eluting stents in the proximal and distal right coronary artery (rca). The culprit vessel in this event was a non-target vessel; the investigator deemed this event unrelated to the index procedure and its study devices used in the index procedure. The sponsor agrees with the investigator. No additional information was provided.

Manufacturer narrative:
The stent remains implanted in patient. As there was no reported device malfunction, the delivery system was not requested for return. A review of the lot history record (lhr) was performed. There were no non-conformances. The devices from this lot conforms to their predetermined specifications and requirements. A review of the lot history record (lhr) was performed; there were no non-conformances. The devices from this lot conforms to their predetermined specifications and requirements. A risk assessment review was conducted; vasospasm, and myocardial infarction (mi) are captured as foreseeable events. Vasospasm and myocardial infarction are labeled in the IFU as known potential adverse events. Investigation is not yet complete. Additional significant information will be provided in a follow-up report. The cobra pzf stents (2.5x18mm and 2.5x24mm) are being submitted under separate manufacturer report numbers.

Event description:
(B)(6) year-old female participating in the celonova cobra reduce trial, presented with a relevant medical history of coronary artery disease, diabetes mellitus type ii, hypertension, dyslipidemia, stroke ((B)(6) 2018), spinal cord ischemia ((B)(6) 2018), recurrent pe, and three-vessel ischemic cardiomyopathy with myocardial infarction with st elevation and positive troponin ((B)(6) 2018) of non-target vessel presented in early november with recent pe and evidence of myocardial ischemia. Electrocardiogram showed sinus rhythm, diffuse st depression and associated negative t-wave. Angiography performed (B)(6) 2018 revealed lesions in the proximal right coronary artery (rca), the proximal and mid left anterior descending (lad) coronary artery (with distal vascularization diseased), subocclusive stenosis (90-99%) of the 3rd diagonal artery, and subocclusive ostial stenosis (90-99%) in the 1st marginal branch (type b1), with distal vascularization also diseased. After pre-dilating the mid lad, a 2.5x18mm cobra pzf nanocoated stent was advanced via right radial access then the stent was deployed at 15 atmospheres (atms) for 30 seconds in the very tight 70 to 90% stenosed mid lad. The stent was post-dilated using a medtronic euphora 2.5x15mmx142 cm nc balloon, inflated to 18 atms for 20 seconds. Angiography revealed a type a distal dissection. Thus, a 2.75x24mm cobra pzf stent was deployed adjacent to the 2.5x18mm for dissection treatment. Both stents were post-dilated. The dissection was resolved with no suggestion of thrombus and no spasm. After performing pre-dilatation with the 2.5x18mm cobra balloon, a 2.5x24mm cobra pzf nanocoated stent was then deployed in the ostial 1st marginal branch without dissection and no suggestion of thrombus. For an occlusion of a small 3rd circumflex branch, no wires were able to cross; the occlusion was treated medically. Per the investigator, diffuse but reversible spasms occurred as a result of the procedure. The procedure was considered successful and was concluded. The patient continued with dual antiplatelet therapy (aspirin and plavix (clopidogrel) until (B)(6) 2018), followed by plavix alone, continuing anticoagulant treatment at a reduced dose temporarily. Troponin peak was 21 post angioplasty. A statin was started. On (B)(6) 2018, the patient experienced elevated cardiac enzyme (troponin I = 20.738 ng/ml) with myocardial infarction, resulting in prolongation of existing hospitalization; it was resolved the following day with medication. The investigator reported that this event was mild in intensity, and definitely related to the study devices and to the index procedure. Additional information was requested.